Event description:
Reportedly, when a power-on 3g adapter and the subject home monitor were connected through a phone line, the leds on the 3g adapter lighted but the status led on the monitor did not. No change was observed after ten minutes. The reported events were reproduced by the distributor on 27 march 2019.

Event description:
Reportedly, when a power-on 3g adapter and the subject home monitor were connected through a phone line, the leds on the 3g adapter lighted but the status led on the monitor did not. No change was observed after ten minutes. The reported events were reproduced by the distributor on 27 march 2019.

Manufacturer narrative:
D2 field corrected. Please refer to the attached analysis report.